Event description:
Pt revised to address dislocation between head and pt's natural glenoid.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for the global head part and lot number combination and no other reports for the reported instrument problem. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or add'l info be received, the investigation will be reopened.